Event description:
It was reported that two 511s were used during a laparoscopic fundoplication. It was reported by the affiliate that the gaskets are defective. The surgery was extended for 30 mins. 10/26/1998 message from affiliate. Due to the fact that the defect trocars had to be removed for replacements, the operation time was delayed 30 mins.